Event description:
On (B)(6) 2012, the patient contacted animas to report high blood glucose (bg) excursion. The patient reported waking up with ah high bg of 565 mg/dl on the morning of (B)(6) 2012. The patient denied developing signs/symptoms suggestive of hyperglycemia. In response to the high bg, the patient claimed she took 2 insulin injections and her bg came down to 109 mg/dl. At the time of troubleshooting, the patient informed customer support that she had replaced the cartridge/site/set the evening prior. The patient removed the site at the time of the call and confirmed the cannula was not bent and the site appeared fine. However, review of prime history revealed insufficient prime amounts. Prime history showed a prime of 1.2u on (B)(6) 2012 at 2:53am. It is not known if the patient was looking at tubing while priming to confirm insulin emerging from end of tubing . At the time of the call, the patient primed pump and confirmed she did see insulin come out of tubing. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia after priming insufficient prime amounts which may have lead to ineffective insulin delivery. The patient's alleged hyperglycemia can be attributed to use error since the patient did not prime sufficiently as recommended in the instructions for use.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump boots to the verify screen with audible and vibratory features. An ezprime sequence was successfully performed with no issues. No keypad issues observed on the keypad. A 24hr duration test was successfully completed with no alarms duplicated. The pump successfully passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.